Manufacturer narrative:
The device in question was returned to walkmed infusion for product evaluation. The device underwent product evaluation testing at walkmed infusion during which it was discovered that there was an over-infusion of 26.5%. Walkmed infusion performed further failure investigation and identified normal wearing components as the cause.

Event description:
During product evaluation, walkmed infusion observed the device to over-infuse by 26.5%. The device was initially sent to walkmed infusion for a reported continuous alarm when the infusion is completed which cannot be stopped unless the device is turned off.